Event description:
Report received of an incident involving a blood tubing set that was noted to have air in the line during an infusion of albumin. The patient was status post open heart surgery. Patient was transferred from the or to the cardiac recovery unit with a third bottle of albumin infusing. The reporter stated that the patient was unstable following surgery with dropping blood pressure readings. The patient had received 500 mls of albumin about thirty minutes following the surgery. A third bottle of 250 mls of albumin was infusing when the patient's blood pressure continued to decrease. Approximately 50 mls of albumin had infused. The nurse began pumping the bulb on the set to infuse the albumin faster and noticed that fluid was in the drip chamber and the tubing above the manual pump, but air was observed in the bulb and the tubing below the bulb. The nurse spiked another bottle of albumin and changed out the set to continue the infusion. She recalled the patient's systolic pressure dropping as low as 50 mm/hg at one point. The nurse restarted a previous neo-synephrine drip at an unspecified rate. The patient received a total of 6-7 bottles of albumin. The patient recovered and remains hospitalized on the telemetry unit. Although requested, no additional information was available.